Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code (ua) 16 (timeout moving to take-up position), user advisory (ua) 19 (max applied load exceeded), and user advisory (ua) 22 (position set point out of range) error messages. Also, the lifeband (lot #unknown) will not retract and the customer noted it sounds like the motor is not working. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-00302 for the lifeband.

Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(4)) displayed fault code (ua) 16 (timeout moving to take-up position)" was confirmed during the functional testing and based on the review of the archive data. The root cause for the (ua) 16 error was due to a dirty brake gap, which is likely attributed to lack of proper maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly for approximately 2 months before the reported event date. Based on service history, no preventive maintenance was performed since first use of device. The autopulse platform was manufactured in may 2018 and is nearly 4 years old. The customer reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) and user advisory (ua) 22 (position set point out of range) error messages and the motor is not working" was not confirmed based on the archive data review or during functional testing. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front enclosure. The observed physical damage appeared to be characteristic of user mishandling. The front enclosure will be replaced to address the observed physical damage. The archive data indicated several (ua) 16 error messages; thus, confirming the customer's reported complaint. However, the data archive did not show any (ua) 19 and (ua) 22 error messages on or around the reported event date. The autopulse platform failed functional testing due to the (ua) 16 error message displayed upon powering on. The very dirty brake gap was cleaned to remedy the (ua) 16 and the lifeband now contracts. The complaints of (ua) 19, (ua) 22, and "motor is not working" were not observed and could not be duplicated during functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).